Manufacturer narrative:
The results of the investigation are inconclusive as the device was unable to be returned as it remains implanted. A single definitive root cause was unable to be determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced pain at the ipg pocket site. Surgical intervention was undertaken and the ipg was relocated, which addressed the issue.